Event description:
It was reported that a patient underwent a tunnel catheter insertion procedure on (B)(6)2024 and suture was used. During the first pass of the needle through the tissue the suture popped off the needle twice. The patient was not harmed but caused a delay in the case to retrieve the loose needle from the patient's tissue. Procedure was completed without patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 5/29/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ was the needle piece(s) retrieved during the same procedure? All pieces were recovered during the same procedure. ¿ what measures were taken to retrieve the needle? The needle was removed using pressure on the skin with a needle driver and a kelly clamp. ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time?there was no harm to the patient or any staff from this event. ¿ please provide the source or name and title of the external person providing answers to follow- up. All information provided by myself (signed below) and is based on information collected by me at the time of the event. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it received one detached needle outside its packaging that pertains to product 8834h. During the visual inspection of the detached needle, body fluids, and marks probably caused by a surgical instrument were noted. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, seven unopened samples that pertained to the product code 8834. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.